Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue. During the eval of the device, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging a ventilator failed a step during testing. The device was not in pt use.